Event description:
It was reported that a spectrum iq infusion pump failed volume rate during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported condition of failed volume rate was able to be reproduced. The device was found to over deliver and under deliver. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment pressure plate travel as well as faulty m2/m3 springs, mechanism door and hooks. The pressure plate travel requires adjustment and the m2/m3 springs, mechanism door and hooks requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.